Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated no other actions or interventions were taken or planned to resolve the bradypsychia or cognitive impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The serial number was confirmed. The implant date of the ins was noted as 2015 (B)(6). The event date of the event was listed as 2017-(B)(6). It was clarified that the patient had difficulty answering simple questions. The patient was 64 years old, male. The patient weight was updated. No other diagnostics have been performed. No other actions/interventions were known at this time. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the patient presented with alteration in the exploration of higher mental functions and alteration in reasoning, orientation of time; attention deficit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient experienced cognitive impairment. Signs and symptoms were reported to be bradypsychia, answer simple questions, alteration in orientation in time, and inattentiveness. Interventions included reprogramming and administration of rivastigmine, although it was noted the event was not due to programming. Diagnostics included examination. The etiology was stated to be possibly related to device/therapy and not related to procedure. Outcome was stated to be ongoing. The seriousness was reported to have resulted in permanent impairment of a body structure or body function. The event date was initially reported as (B)(6) 2017, but was later reported as (B)(6) 2017 (date of diagnostic examination and medication administration); therefore, the exact timeline is not clear. There was no applicable device diagnosis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issue was unresolved with no further action planned.